Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patients with postoperative pain, after the examination found that the acetabular cup was loose and had to undergo revision surgery. Because of the existence of medical errors. The operation was performed in another hospital. Revision surgery smoothly, the patient is recovering.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patients with postoperative pain, after the examination found that the acetabular cup was loose and had to undergo revision surgery. Because of the existence of medical errors. The operation was performed in another hospital. Revision surgery smoothly, the patient is recovering.